Manufacturer narrative:
Pump was received with unresponsive all the buttons due to keypad connector unlocked. No moisture damage on keypad traces noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer blood glucose at the time of incident unknown. Troubleshoot was performed. The insulin pump did not have moisture damage. The issue was not resolved. Insulin pump will be returned for analysis.